Manufacturer narrative:
This is two of three manufacturers being submitted for this case. The investigation is ongoing.

Event description:
As reported by our french affiliates, approximately 7 months post implant of a 23 mm sapien 3 valve in the aortic position, the patient underwent a valve-in-valve transcatheter aortic valve replacement (tavr) via transfemoral access. The procedure was indicated due to severe hemodynamic structural valve deterioration (svd stage 3) with stenosis and a 40-mmhg invasive gradient. The patient was presenting nyha iii symptoms with dyspnea. The planned procedure involved transfemoral access with a 23 mm sapien 3u valve and post-dilation using a non-compliant balloon. A new sapien 3 valve was implanted within the existing transcatheter heart valve. Post-implantation, the patient experienced a large intra-prosthetic leak due to a probable leaflet tear during post-dilation of the s3u valve with a 24 mm non-edwards balloon. This required the implantation of another 23 mm edwards s3u valve to resolve the leak (viviv). The patient also experienced paroxysmal av block episodes which occurred intraprocedural, requiring pacemaker implantation. Two days post valve in valve in valve, on discharge, an echocardiography revealed moderately stenosed dysfunction of the valve-in-valve-in valve sapien3u 23 mm tavi, with a mean gradient of 31 mmhg and valve area of 1.3 cm', likely due to prosthesis-patient mismatch. The care team planned to reassess the patient's symptoms and echocardiographic findings, indicating that further intervention may be considered. Furthermore, at the 30-day follow-up, transthoracic echocardiography showed a persistently elevated aortic mean gradient of 23 mmhg.

Manufacturer narrative:
A supplemental MDR is being submitted due to information received. The following sections have been updated: b4, b5, g3, g6, h2, h11. The investigation is ongoing.

Event description:
As reported by our french affiliates, approximately 7 years and 6 months post implant of a 23 mm sapien 3 valve in the aortic position, the patient underwent a valve-in-valve transcatheter aortic valve replacement (tavr) via transfemoral access. The procedure was indicated due to severe hemodynamic structural valve deterioration (svd stage 3) with stenosis, calcification and a 40-mmhg invasive gradient. The patient was presenting nyha iii symptoms with dyspnea. The planned procedure involved transfemoral access with a 23 mm sapien 3u valve and post-dilation using a non-compliant balloon. A new sapien 3 valve was implanted within the existing transcatheter heart valve. Post-implantation, the patient experienced a large intra-prosthetic leak due to a probable leaflet tear during post-dilation of the s3u valve with a 24 mm non-edwards balloon. This required the implantation of another 23 mm edwardss3u valve to resolve the leak (viviv). The patient also experienced paroxysmal av block episodes which occurred intraprocedurally, requiring pacemaker implantation. Two days post valve in valve in valve, on discharge, an echocardiography revealed moderately stenosed dysfunction of the valve-in-valve-in valve sapien3u 23 mm tavi, with a mean gradient of 31 mmhg and valve area of 1.3 cm2, likely due to prosthesis-patient mismatch. The care team planned to reassess the patient's symptoms and echocardiographic findings, indicating that further intervention may be considered. Furthermore, at the 30-day follow-up, transthoracic echocardiography showed a persistently elevated aortic mean gradient of 23 mmhg.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander with sapien 3 ultra valve IFU was reviewed. Warnings note: 'patients with pre-existing bioprostheses should be carefully assessed prior to implantation of the valve to ensure proper valve positioning and deployment'. Potential adverse events include: 'paravalvular or transvalvular leak' and 'valve regurgitation'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for deployed valve exhibits central regurgitation was confirmed based on clinical safey/trial report while the complaint for and leaflet tear was unable to be confirmed due to unavailability of imagery of device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, 'implantation of the first 23 mm edwards valve was complicated by a massive intra-prosthetic leak due to probable leaflet tear during post-dilation with a 24 mm balloon.' During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, the thv was post-dilated twice with a 24mm non-edwards balloon and one leaflet appeared to be torn after post dilation. Per IFU/training manual, 'post dilate with the same balloon'. Deploying the valve using more than the prescribed volume or attempting a second inflation may over expand or stretch the valve leaflets, resulting in a leaflet tear. As such, available information suggests that procedural factors (over-inflation/post dilation with non-ew device) may have contributed to the complaint event. The central regurgitation was noted after the thv was post-dilated twice with a 24mm non-edwards balloon; therefore, the deployed valve may have been over inflated/expanded, which could prevent proper thv leaflets coaptation or causing a leaflet tear, resulting in central regurgitation. Per training manual, it is recommending to post-dilate with the same delivery system. As such, available information suggests that procedural factors (over-inflation/post-dilation with non-ew device, torn leaflet) may have contributed to the reported event. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.